Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced bulging at the pocket site due to the size of the implanted device. As a result, the proclaim 7 elite ipg was replaced with a prodigy MRI rechargeable ipg on (B)(6) 2019. Postoperatively, effective therapy was established.